Event description:
Reporter contacted lifescan (lfs) in 2005 alleging that the pt's meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter, since the user could not be reached by telephone for further clarification. The pt went to the hospital due to not feeling well and experiencing palpitations. She went to the hosp and was treated withi insulin and an i.v. The reporter was unable/unwilling to verify whether the meter was previously set to the correct uom. Customer care agent (cca) reset the meter back to mg/dl and sent the pt a replacement meter. No further clinical info was provided.